Event description:
A report was received that a patient was unsuccessfully reprogrammed after reporting a fall two weeks after being implanted. The patient was experiencing stimulation on the left side of her leg and had no pain in that area. A surgical procedure to evaluate the ipg and the positioning of the lead was performed. During the revision surgery, the physician was unable to remove the lead and closed the surgical site. Nothing was implanted or explanted. The patient was reportedly doing fine following surgery.

Manufacturer narrative:
The patient was reprogrammed and was getting good stimulation. This is a final report.